Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: " cap con grade IV" and textured implants.

Event description:
Healthcare professional reported right side" cap con grade IV" and textured implants. The device has been explanted.

Event description:
Healthcare professional reported, right side" cap con. Grade IV". And textured implants. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, crease fold, and wear abrasion. The weight of the device was within specification. A microscopic analysis was performed which identified a sharp edge opening assessed as an unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a sharp opening on the anterior side assessed as unidentified (tear) opening. Additional, changed, and/or corrected data: d.9; h.3; h.6.

Event description:
Healthcare professional reported right side" cap con grade IV" and textured implants. The device has been explanted.